Event description:
It was reported that: physician stated that the site was bleeding post deployment and that the manta "didn't look right on fluoro" post deployment. Rfa site was treated with peripheral angioplasty balloon and covered stent. Additional information: the incident occurred during a tavr procedure, from the appearance of the angiograms the access site appears to be lower central. The vessel had no reported calcification or tortuosity. The patient was reported as fine post procedure.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: physician stated that the site was bleeding post deployment and that the manta "didn't look right on fluoro" post deployment. Rfa site was treated with peripheral angioplasty balloon and covered stent. Additional information: the incident occurred during a tavr procedure, from the appearance of the angiograms the access site appears to be lower central. The vessel had no reported calcification or tortuosity. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram images were obtained by vsi/teleflex indicating lower-positioned access, and the radiopaque lock far from the access site. Balloon angioplasty was applied, and a stent was placed over the artery. The device lot number was not reported for this investigation. Case details were reviewed. A lower-positioned access in the right femoral artery was achieved according to angiogram images. The physician noted the arteriotomy was clear of calcification. Post-tavr, an 18f manta was deployed for closure. Following deployment, the access site continued to bleed. Fluoroscopy was taken, and the physician mentioned the manta did not look right post-deployment. Balloon angioplasty was applied to tamponade, a covered stent was deployed, achieving hemostasis, and the patient outcome post-procedure was fine. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions, and environment and no device return for investigative purposes. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; tract deployment is a known risk. The IFU potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. The IFU precautions, if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.